Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they were initially told that their teeth would be corrected in 3 to 4 months, but it has been years later with unresolved issues. The patient stated that the main tooth that was giving them the issues are still not straight. The patient said that they went to the dentist and was diagnosed with early-stage periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.